Event description:
Follow up healthcare professional reports pain, discomfort, and redness 1 month after implanting a strattice device with breast implants. The implants were not removed. The strattice was removed 1.5 months after implant.

Manufacturer narrative:
The previous submission was made with a blank g3 field. The g3 field for the previous submission is (B)(6) 2021. The previous submission was made within 30 days of the date received by manufacturer. A CAPA is opened to address the issue.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reports pain, discomfort, and redness 1 month after implanting a strattice device with breast implants. The implants were not removed. The strattice was removed 1.5 months after implant.